Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Per the customer, qc was performing within the customer's established limits on the date of event. The customer did not provide system check data. Bec customer product line support testing confirmed there was no patient sample interferent present. However, test results show that pre-analytical sample handling issues may have contributed to the erroneously elevated results.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneously elevated troponin (accutni) results above the ami cutoff for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 020306). The erroneous result was not reported out of the lab. Repeat analysis of the patient's samples on the same instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.